Event description:
Pt had uncomplicated cardiac catheterization on 8/20/98 at facility. Femoral arteriotomy closed using a perclose device, which was uncomplicated. After discharge pt seen by his family practioner for cellulitis in that region, and an incision and drainage was performed. A few days later, on 9/1/98 at home, pt suddenly bled from groin site and admitted at outside institution. Wound debrided and vein patch of femoral artery performed. Pt now doing well.